Manufacturer narrative:
(B)(4). The lens was reportedly explanted at another hospital however the date of explant was not provided. (B)(6). (B)(4). Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were reviewed and there were no non conformances with respect to the sterilization process. The complaint related associated test is the limulus amebocyte lysate (lal) test after sterilization. Results of the samples from the sterilization batch showed the amount of endotoxin met specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a (B)(6) female patient was diagnosed with endophthalmitis about 4 days after an intraocular lens, model zma00, was implanted. She had fibrin in the anterior chamber and cloudy fundus. She was treated with injections in the vitreous of vancomysin (antibacterial agent), tienam (antibiotic drug), gentamicin (antibiotic drug). The lens was reportedly explanted at a different hospital. No additional information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR, patient code was not entered for explant of the lens. (B)(4). Additional report source of pmda not included in initial MDR. Section has been corrected to include: (B)(4). All pertinent information available to abbott medical optics has been submitted.